Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to glistenings. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info has been requested. This report was mailed to FDA on: 04/03/2009.